Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and resets time and date. The problem was isolated to interface board. The insulin pump was received with all operating currents within specification and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Customer blood glucose reading was 143 mg/dl. When customer inserted a new battery, unexpected restart alarmed. The customer treated their high blood glucose with manual injection and medical assistance was not necessary. Troubleshooting was performed. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instructions. Insulin pump will be returning.